Event description:
On 02/13/2024, it was reported by a sales representative via e-mail that an ar-8906ds knotless mini tightrope® implant bunched up when shuttling. This occurred during a case where they used the link pull suture to shuttle, not the tightrope tensioning sutures.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, improper surgical technique. The complaint allegation was confirmed based on the customer's attached picture, which showed an irregularity in the suture loop.